Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify battery longevity due to blank display.

Event description:
The customer reported via phone call that the insulin pump had battery issue with them losing power fast. The customer¿s blood glucose was unknown at the time of incident. Customer was calling back after previously completing low battery troubleshooting within one week. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.